Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and the failure analysis investigation was completed. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.662" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the harmonic ace instrument broke off. The intact fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The surgeon was dissecting when the issue was noted. It is unknown what the surgeon believes was the cause of the instrument breakage. The instrument was in use for 60+ min and no issue with the functionality of the instrument was noted. The instrument did not collide with any other instruments or other hard materials during the procedure. The fragment did not fall inside the patient during an instrument tip or accessory collision. The instrument was removed prior to the instrument breakage with the wrist straightened. The staff did not feel any resistance to the removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The staff did not feel any resistance upon the final removal of the instrument through the cannula, nor notice any additional damage to the cannula or instrument. The fragment was retrieved, and the area was visually inspected; there was only one solid piece. No additional surgical procedure was needed to remove the fragments. There were no postoperative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. It was unknown if the patient has returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No pictures/videos were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, this instrument was last used on (B)(6) 2024 via system serial# (B)(6). Based on this review, the instrument was confirmed used before the event date indicated in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.